Event description:
It was reported to boston scientific corporation that a sensation medium oval snare was used in the esophagus during an endoscopic mucosal resection (emr) procedure performed on september 28, 2018. According to the complainant, during the procedure, the snare loop failed to cut the target polyp after the injection. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Analysis of the returned device revealed that the device does not have any visible failure. The snare loop and cautery connector were in good conditions. In addition, the loop extended and retracted within specification. The measurement of the continuity test was also found within specifications. After analysis it was determined that the device did not present any visual issue and it worked as intended. Based on the information available and the analysis performed, the most probable root cause classification is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of released for distribution.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/12/2018 02:55 pm CT.the report number is being corrected from: 3005099803-2018-61963to: 3005099803-2018-60974.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation medium oval snare was used in the esophagus during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the snare loop failed to cut the target polyp after the injection. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.